Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a constant tone on the insulin pump. Customer also reported the buttons were unresponsive on the insulin pump. Customer's blood glucose was 68 mg/dl at the time of incident. The customer stated the constant tone did not clear after inserting a new battery. The customer also called back to report the insulin pump still did not work after letting the insulin pump rest. Customer stated a new battery did not restore normal insulin pump function. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant tone and frozen screen due to faulty component on the mother board; unable to verify button keypad anomaly or perform the functional testing due to frozen screen. The insulin pump had cracked case at the display window corner and minor scratched display window.